Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer fell causing the pump touchscreen to crack. The pump was functional. However, the display was flickering. There was no reported adverse impact to customer's blood glucose. Customer reverted to using another pump for insulin therapy.